Manufacturer narrative:
Initial.

Event description:
It was reported that during a full supply change the user observed insulin drops during fill tubing, then received an ¿unable to proceed¿ message during fill cannula, which cleared after dismissing the notification and repeating the fill, after which insulin delivery resumed; this was managed through troubleshooting and education and is consistent with a mechanical problem during setup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified during the fill process. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.